Manufacturer narrative:
The previous qc had acceptable results. The doctor questioned the initial results and the customer reran the qc which did not have acceptable results. The customer performed a recalibration and the qc results were then acceptable. The field service engineer changed numerous parts and provided a cleaning which seemed to resolve the issue.

Event description:
The initial reporter complained of questionable sodium results from 2 patient samples on a cobas 8000 cobas ise module. Patient 1: the initial result was 125 mmol/l and the repeat result was 131 mmol/l. Patient 2: the initial result was 129 mmol/l and the repeat result was 135 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
No further issues were reported after the service visit. The customer's troubleshooting actions (recalibrating the ises) resolved the issue.